Event description:
The product was not sold in the USA, however, similar product is sold in the USA. The complainant is located in (B)(6). User experienced severe itching, skin redness, dry skin and has black dots. User is a eye surgeon, has sleeplessness and is very scared and unable to perform surgery. Suspects cause of allergy is chemicals. Medical attention has been sought and is continuing.